Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The right ventricular (rv) lead was found to have vegetation. The ICD system was not replaced. No further patient complications have been reported as a result of this event.